Manufacturer narrative:
Mindray service reps tightened all gas connection and repositioned the paw gauge. Performed all functional tests.

Event description:
Customer reported a n2o leak on the a5 anesthesia system. No pt injury was reported.